Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. However, it is likely due to the customer reported air/water leakage which hindered complete reprocessing of the device. Therefore, the device was sent to olympus without undergoing reprocessing at the user facility should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the nozzle had foreign objects due to air/water leakage inhibiting reprocessing. There was no patient involvement.